Manufacturer narrative:
H3: no conclusion can be drawn. Device was returned and the evaluation anticipated but not yet begun. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the tumor removal of the pitherine procedure the heat generation occurred. On further follow-up it was reported that there was no patient or staff impact. It was reported that the there was 5 mins delay for consumables replacement.

Manufacturer narrative:
H3: product analysis: evaluation could not be able to reproduce the reported malfunction of overheating. The most likely cause of the failure is user most likely did not use proper irrigation when the tool was being used. The safety and warnings issued for the mr8 system indicate do not use an over heated device, use adequate irrigation during dissection to prevent thermal necrosis. Also, heavy side loads and/ or long operating periods may cause the device to overheat medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.